Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing and low amplitude measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.